Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cystoscopy and blood transfusion (2 units); due to pop, sui, urethral hypermobility, second degree cystocele, second degree rectocele and paravaginal defects. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to chronic pain and mesh erosion. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2006 . (B)(4).

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.